Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime(load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a no cartridge warning; other no cartridge warnings followed empty cartridge alarms without the rewind step being performed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor was found to be properly calibrated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.